Manufacturer narrative:
It was reported the peritonitis was diagnosed on (B)(6) 2019, however, it was also reported the patient experienced the breach in aseptic technique during the (B)(6) 2019 hospitalization (for another indication). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a break in aseptic technique from the hospital staff while the patient was undergoing pd therapy (during hospitalization for another indication). The day after the peritonitis diagnosis, the patient was hospitalized for the peritonitis event and began treatment with an unknown antifungal medication (intraperitoneal, discontinued on an unreported date) for the peritonitis event (no further details). On an unreported date, the patient began treatment with an unknown antifungal medication (intravenous, ongoing) for the event (no further details). The same day as the peritonitis diagnosis, pd therapy was discontinued and the patient began hemodialysis. One week later, the pd catheter was removed. Fourteen days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.